Event description:
The patient was implanted with a heartmate 3 lvad on [date redacted] and approximately six weeks later, he notified us that he started having multiple low flow alarms at night while he was sleeping. We investigated this fill and made any clinical adjustments that were deemed necessary. Over time, the alarms became more and more frequent to the point that he has low flow alarms intermittently throughout the day. We have worked with the manufacturer to try to diagnose the problem. The patient has been admitted for inpatient evaluation and no physiologic cause was identified. The patient is asymptomatic during the low flow periods, but the alarms are very disruptive to his life. There has not been any harm to the patient.